Manufacturer narrative:
PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane mac-loc locking loop multipurpose drainage catheter was used for right chest abscess drainage when the hub detached less than 24 hours after placement. The device was removed and another like device was used. The user facility performed a tug test on two unopened and unused devices from the same lot to assure there was no issue. One of the tested devices passed and one failed. The reported used device will not be returned, however, both unused devices will be returned for evaluation.

Event description:
No new event description information available at this time.

Manufacturer narrative:
A review of the complaint history, dimensional verification, device history record, documentation, functional tests, and visual inspection of the returned device was conducted during the investigation. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. The 1 used device was not returned, however, 22 unused devices were returned - 6 open and 16 un-open. Due to device failure analysis of the returned devices, we are able to confirm the following devices for hub separation: 1 used, 5 prior to use, and 2 unused. All possible measurements of the returned devices match specifications and therefore we cannot confirm any non-conformances within this complaint. A document review was conducted which has established that proper procedures are in place to identify/prevent this failure mode prior to distribution. There is no evidence to suggest that product was not manufactured to current specifications based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. No additional risk reduction activities are required at this time. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.